Manufacturer narrative:
Continuation of d10: product ID 97715 (B)(6); product type: 0197-implantable neurostimulator; implant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported getting jolts/zap up the spine and into the arms. Issue started on saturday; caller did not report an accident/fall/trauma or medical procedure. Patient said issue was worse when she touched metal objects. Patient was in group a and she turned therapy off. Technical services(ts) was able to show patient how to lower stimulation, which appeared to work as patient reported that it was better when she decreased stimulation in group a. Patient referenced her cervical implant giving her problems. Patient to see nurse, when she goes back to florida.

Manufacturer narrative:
Continuation of d10: product ID 97715 serial# (B)(6) implanted: (B)(6) 2022 product type implantable neurostim ulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that they had surgery to replace the device on (B)(6) 2025.

Event description:
Additional information was received, it was reported there was no change in the patient's activity/therapy, the electrical jolts came on suddenly and worsened when the patient was touching metal objects. The patient lowered intensity but nothing worked, the patient was instructed to shut device off. The issue was not resolved, the patient saw their representative who connected to their device and found there was a break. The patient was waiting for an appointment with their doctor for an x-ray to determine where the break was and what needed to be done from there.

Manufacturer narrative:
Continuation of d10: product ID 97715 serial# (B)(6) implanted: (B)(6) 2022: product type implantable neurostim ulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.